Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the device had been turned off since 2011 and miraculously, symptomatically, they were ok without the therapy on. They had really gotten the implanted system to help their frequency symptoms because historically, they'd go to the bathroom 60-40 times a day but then their frequency appeared to go down to 6-8 times a day, sometimes 10 times a day when they got the implant. Patient stated they turned the implant off because they had been at the courthouse to testify against something and their mind had been on other things at the time and they walked through the metal detector and received a pretty horrifying and significant jolt from the implanted system. Patient stated it was "not much fun" and the date was etched in their mind and they would never forget it: (B)(6) 2011 and it was after that they decided to turn the therapy off however their symptoms were ok with the therapy off so they never did anything with the implanted device again. See 608287544 for omitted info.